Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 158 mg/dl at the time of the call. The customer was given food, glucagon shots, juice, and intravenous fluids to treat. The customer experienced symptoms such as belligerence. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer has been having issues since they got the pump and it has either over or under delivered insulin. The customer has received no delivery errors. The customer had another low incident of 39 mg/dl on (B)(6) 2017 and other lows of 61, 53, and 79 mg/dl since (B)(6) 2017. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test, displacement accuracy test and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The device was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage was noted.